Event description:
A pt had a clearview hcg ii test done at a pharmacy. The result was negative. The pt put the test in their bag. The pt assuming they were not pregnant went out drinking. The pt miscarried. The clearview hcg ii test was showing a positive result 2 days later (the test the pt had put in their bag.